Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report of a patient experiencing a hard nodule on the right side of the torso, lateral to upper abdomen, possibly paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: d1, d3, d8, d9, g1, g2, g4 and h6.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient experiencing a hard nodule on the right side of the torso, lateral to upper abdomen, possibly paradoxical hyperplasia.